Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a patient. This case concerns a (B)(6) male patient who received treatment with synvisc one and later on the same day was unable to walk and knee was three times its normal size/inflammation, after unknown latency had pain going down the side of his leg from his knee and fever. No concomitant medication or concurrent condition was provided. The patient's medical history included high blood pressure (slight; and takes unspecified medication for that). The patient had past treatment with cortisone injections (in his heel, but no previous injection in his knee) and lidocaine. On (B)(6) 2017, the patient initiated treatment with first intra-articular synvisc one injection once (dose: unknown) for osteoarthritis. It was reported that the patient did not exercise afterward and on the same day by that evening, his knee was three times its normal size and he was unable to walk. It was reported that the pain was excruciating. He had to use a walker for at least two days. On an unknown date in 2017, after unknown latency, the patient experienced a fever for about two days. It was reported that no bloodwork was done at the time, but they would be having labs drawn to check for infection, as recommended by the physician. The patient was prescribed a prednisone pack, used ice and elevated the knee. No fluid was removed from the knee. It was reported that now the patient was doing ok, but still had some inflammation. On an unknown date, after unknown latency the patient had pain going down the side of his leg from his knee. It was reported that the patient did not have that kind of pain before the synvisc one injection. Corrective treatment: not reported for fever; prednisone pack, used ice and elevated the knee for knee was three times its normal size/inflammation and pain going down the side of his leg from his knee and had to use walker for unable to walk. Outcome: recovering for knee was three times its normal size/inflammation; not recovered for rest of the events seriousness criteria: required intervention for unable to walk and knee was three times its normal size/inflammation, pain going down the side of his leg from his knee. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Pharmacovigilance comment: sanofi company comment dated 19-dec-2017: this case concerns a male patient who has received synvisc one injection for osteoarthritis and later had pain going down the side of his leg from his knee and was unable to walk. The events are temporally related with the device and therefore causal relationship with the device cannot be denied completely. Moreover, patient's underlying condition might also be a contributing factor for the occurrence of events.

Event description:
This unsolicited case from united states was received on 14-dec-2017 from a patient. This case concerns a (B)(6) years old male patient who received treatment with synvisc one and later on the same day was unable to walk, right knee joint effusion, inability to weight bear and same day later knee was three times its normal size/inflammation, after unknown latency had pain going down the side of his leg from his knee, fever, 31 days later increased level of creactive protein. Also, device malfunction was identified for the reported lot number. No concurrent condition was provided. The patient's medical history included high blood pressure (slight; and takes unspecified medication for that). The patient had past treatment with cortisone injections (in his heel, but no previous injection in his knee) and lidocaine. Relevant concomitant medications included valsartan, amlodipine both for blood pressure, cyanocobalamin (vitamin b12) for anemia. The patient was allergic to codine (hives, swelling). The patient had continued pain and swelling. Follow up lab work had normal levels of c-reactive protein. Doctor had written an MRI of the knee. On (B)(6) 2017, the patient initiated treatment with first intra-articular synvisc one injection once (dose: 6ml; lot number: 7rsl021; expiration date: 31-may-2020) for osteoarthritis right knee. It was reported that the patient did not exercise afterward and on the same day by that evening, his knee was three times its normal size and he was unable to walk. The same day, the patient had right knee joint effusion, increased pain, inability to weight bear. First treated as effusion reaction. It was reported that the pain was excruciating. At 12:08 hours, synvisc one was stopped. The patient was given medrol dose pack which did not help, lab work was initiated. It was reported that the patient had to use a walker for at least two days. On an unknown date in 2017, after unknown latency, the patient experienced a fever for about two days. It was reported that no bloodwork was done at the time, but they would be having labs drawn to check for infection, as recommended by the physician. The patient was prescribed a prednisone pack, used ice and elevated the knee. No fluid was removed from the knee. It was reported that now the patient was doing ok, but still had some inflammation. On an unknown date in 2017, after unknown latency the patient had pain going down the side of his leg from his knee. It was reported that the patient did not have that kind of pain before the synvisc one injection. On (B)(6) 2017, 31 days after initiating treatment with synvisc one, patient saw the healthcare professional in person and on the same day patient's lab work showed increased creactive protein. On (B)(6) 2018, lab work showed normal level of c-reactive protein. On (B)(6) 2018, patient again saw the healthcare professional in person. On (B)(6) 2018, the MRI was ordered. It was reported that the patient did not visit the emergency room for the problem. Corrective treatment: prednisone pack, used ice and elevated the knee for knee was three times its normal size/inflammation and pain going down the side of his leg from his knee and had to use walker for unable to walk; methylprednisolone (medrol) for right knee joint effusion; not reported for rest of the events outcome: recovering for knee was three times its normal size/inflammation; recovered/resolved for incraesed level of c-reactive protein; not recovered for rest of the events seriousness criteria: required intervention for and knee was three times its normal size/inflammation, pain going down the side of his leg from his knee, inability to weight bear, right knee joint effusion; disability for unable to walk, device malfunction a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Follow up information was received on 10-jan-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 13-dec-2018 from patient's daughter. Additional events of right knee joint effusion, inability to weight bear, increased level of c-reactive protein, device malfunction were added with details. Concomitant medications were added. Dosing details (lot number and expiration date was updated) was updated. Concurrent conditions and medical history was added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 13-feb-2018: this case concerns a male patient who received synvisc one injection from the recalled lot and was unable to walk and had weight bearing difficulty a temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.